Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.

Event description:
Video assisted thoracic surgery. "During the procedure a clip was fired and it tore a vessel in the patient, there was several misfiring during the case. Clips would come out of the side of the clip applier and would not discharged. This event had the potential to cause bleeding that would warrant converting to an open procedure." Patient status: "patient is ok, not permanent damage was done."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56 if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.